Manufacturer narrative:
Concomitant medical product: unknown egia su - unknown endo gia sulu, lot# unknown. Title: continuously sutured versus linear-staples anastomosis in robot-assisted hybrid ivor lewis esophageal surgery following neoad juvant chemoradiotherapy: a single-center cohort study source: surgical endoscopy (2022) 36:9435¿9443. Https://doi.org/10.1007/s00464-022-09415-3 accepted: 24 june 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared outcomes in patients who underwent hybrid robot-assisted ivor lewis esophagectomy for esophageal cancer between 2015 and 2019. Two groups were compared: 21 patients in linear stapling and 32 patients in continuous suture gastroesophageal anastomosis.  All patients underwent a standardized neoadjuvant chemoradiotherapy (ncrt) treatment. The gastric conduit was created by using endo gia in all patients. Competitor devices were used for the gastroesophageal anastomosis. There were 53 patients in the study and all of them were admitted to the intensive care unit post-operative. One patient developed necrosis of the conduit. The patient had an anastomotic leak, complicated by pleural empyema and underwent stent application as well as video assisted thoracoscopic surgery. The anastomosis was resection due to the conduit necrosis. The patient later developed a severe sepsis and deceased due to multiple organ dysfunction. Complications related to the gastroesophageal anastomosis, which included leak and stenosis, dysphagia, dyspnea and pleural empyema were not related to the device.